Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was not responding to some presses. Reportedly, the customer had gone swimming with the pump they day before the report. The customer's blood glucose (bg) level was 245 (mg/dl). The customer stated that bg level was normal as the customer is new to the pump and still working with the healthcare provider to adjust settings. Reportedly the customer had insulin pens as alternate insulin therapy.